Manufacturer narrative:
(B)(4). Additional concomitant medical products: 110003451, g7 str modular shell inserter, unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip procedure, while cup impaction, inserter came away without needing to unscrew. The inserter threads were found missing. Procedure completed as normal. Fractured piece was stuck in polar screw thread of cup, used fine pick to dislodge and remove. No further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by review of actual device received. Device history record (DHR) was reviewed with no deviations found. Root cause was operational context caused or contributed to the event. The investigation shows evidence of fast-fracture type bending overload failure with varying amounts of inserter thread engagement in the shell at the time of the fractures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.